Event description:
The patient reported that he was hospitalized for blood glucose reading of 26.0 mmo/l (468 mg/dl) and ketones were at 4.9. Upon removal he noticed the cannula was out of his skin. At the hospital they treated him with an infusion of naci, insulin and potassium. He stayed in the hospital for a day before being released.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to the patient's hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.